Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and pigment dispersion. The lens remains implanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.